Event description:
Reporter indicated that the patient's ncp generator and lead were replaced. Follow up with the surgeon revealed that surgery was performed in order to replace the ncp generator due to end-of-service. During surgery, a dual-pin generator was attached to the existing lead and "diagnostic studies showed a lead fault." Therefore, a new lead and generator were implanted.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.